Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the back pain, uterine enlargement and endometriosis outcome was unknown. The reporter considered back pain, endometriosis and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: back pain, uterus enlargement and endometriosis. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.